Event description:
The resident allegedly got stuck in the shower chair with one thigh becoming lodged. No serious injury is alleged.

Manufacturer narrative:
(B)(4). Retrospective review of this file based on protocol (B)(4) determined this is an MDR. RMA (B)(4) had been initiated for this issue. Model 6895, serial number/date code (B)(4) was approximately 5 years and 3 months old at the time of the incident. The owner's manual part number 1118394 rev b (feb-04) was issued with this device. The owner's manual could also be found on-line at invacare.com. It is unknown if the consumer had fully read and understood the owner's manual. Documentation provided warnings, cautions, and instructions for safely using the device. If the consumer did not understand the written warnings, cautions or instructions then they should have contact invacare. The consumer is a male who is (B)(6). Age is unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The chair was returned for inspection. The results are: visual: the shower commode chair's front casters had hair and thread wrapped around the bearing. The chair's hand rims have evidence of impact and the left drive wheels attaching hardware had signs of corrosion. The left brake assemble was loose an drubbed on the left drive wheel also the chair had evidence of soap residue on all components. Functional: the shower commode chair's handgrips were tight on the back cane tubing. The chair was folded and unfolded 10 times. The chair's hand brakes were engaged and the flip-back armrests were operated back and to the down and locked position 10 times. No discrepancies were found for any of the functional tests. The staff had the consumer in the shower for bathing. There is an opening on the front of the chair. The consumer was lathered with soap and the consumer shifted in the chair and the consumer's thigh slid into and allegedly lodged into the front gap of the chair. Per owner's manual 1118394, invacare provides a cover for the seat hole opening to be used if desired during shower use. There is no evidence of the commode malfunctioning.